Event description:
A pt seen in 2006 complaining of left eye pain, photophobia, foreign body sensation, tearing and eye swollen shut. The pt had been wearing contact lenses regularly for 2 weeks and then allowing one night without lens wear. The pt had been wearing contact lenses the previous day. Upon examination the ecp observed the following in the left eye; lid edema, "heaped" conjunctiva, corneal haze, corneal ulcer depicted as being in central cornea, epithelial edema, guttata, 1+ cell and flare, chemosis and dilated vessels. The pt was diagnosed with blepharitis, iritis, corneal ulcer and epithelial edema. The pt was referred to a corneal specialist. The record indicates the pt returned for a follow-up exam, date not provided, and the pt reported left eye is better. The pt was refracted and with the new refraction visual acuity in the right eye 20/20 -2 and left eye 20/25 -1. The baseline info was not known. Slit lamp exam indicates the conjunctiva within normal limits, there was a left cornea scar secondary to the ulcer from 9 to 10 o'clock inside the pupil area and there was no fluorescein staining. The anterior chamber was deep and quite. Plan: contact lens daily wear. The pt is not to resume lens wear until no longer taking pred forte for 1 week. The ecp prescribed a rapid taper regime. The ecp said that it was her impression that this was an infectious corneal ulcer. No additional info was provided.